Manufacturer narrative:
Natus tech support requested additional information the status of the device, the intensity measurements prior and after adjusting the potentiometer, type of radiometer used including s/n, p/n, calibration due date, as well as product return for further examination and evaluation. Customer will not be sending product back for evaluation, no further investigation possible.

Event description:
The customer reported to natus that during preventive maintenance they noticed neoblue blanket system was having darkened fiber optic elements in the light pad. Also reported low intensity output, with no damage to the lightbox. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.